Manufacturer narrative:
This supplemental report was submitted to provide new information from the OEM's (omsc) investigation. The OEM conducted the investigation of the bending rubber was broken/torn/ruptured with metal protruding based on the service event. Additionally, a review of the device history record (DHR) confirmed the subject scope was shipped in accordance with specifications via DHR. A review of the repair history review confirmed repair history the scope was replaced on mar 10, 2020. A review of the event details could not confirm a report of the abnormality during procedure. The noted bending rubber was broken/torn/ruptured with metal protruding is a known issue and has previously been investigated. A design change was completed in order to improve safety to the patient. Based on previous investigations of the kinked/cracked bending tube, the cause of the event can potentially occur when accessing the scope to the lower kidney calix and/or the ureter and access of the scope excessively while distal end is bent; excessive stress on bending tube during procedure. The instructions for safe use instructs how to manipulate the scope safely and how to conduct inspection in detail. Abnormality is detectable safely by manipulating the scope and conducting inspection in accordance with IFU. The OEM determined abnormality was safely detected in accordance with IFU for there was no adverse event in this case. The product¿s IFU describes on bending tube breakage as follows. Since bending tube breakage occurred in this case, there may have been deviation from the followings as stated in the IFU. 4.1 precautions:caution: do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section maybe damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist.

Manufacturer narrative:
The referenced scope was returned to the service center for evaluation. The evaluation confirmed the image was "cloudy" as there was excessive broken image guide fibers. A visual inspection found the distal end bending section was broken at the base of the bending section exposing metal. During inspection there was sufficient evidence of metal protruding outside the bending section cover but were no sharp edges. The leak test cannot be performed due to the broken bending section. A review of the scope's service history indicated the scope was last serviced via repair on december 11, 2019 (cut on the bending section issue). The instruction manual it states ¿do not twist or bend the bending section with your hands, equipment damage may result¿. The investigation is ongoing. If additional information becomes available, this report will be updated accordingly.

Event description:
The service center was informed by the user facility the image of the uretero-reno fiberscope was observed to be "cloudy" during preparation for use of a therapeutic procedure. There was no patient involvement reported.